Event description:
It was reported that during a laparoscopy procedure, the instrument did not clip properly and every second clip was misformed. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.